Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe urinary infections, and worsening urinary incontinence. No further information has been provided.